Event description:
Thermage non surgical face lift procedure. Pt first learned about thermage while viewing the oprah winfrey show september 18, 2003. It was on a show of new non surgical anti aging techniques. It was demonstrated by a dermatologist from new york, a leading cosmetic dermatologic surgeon. Pt went to the thermage website after seeing that show to get more info about this procedure. The website info seemed professional and informative as a technique to tighten skin without surgery. A dr was listed on the website as a qualified dr with an advanced certificate in the thermage technique. Beside this dr's name was a certificate of training from thermage stating thermage provides comprehensive training and education to each physician who acquires thermacool tc system. Dr certificates that he has received advanced training, not all drs at the website have advanced certificates. Pt contacted the office for a consultation appointment. When pt arrived at dr's office, there is a television playing clips of the thermage technique demostrated by one of the local news stations in this area on a loop. There was a full color thermage procedure brochure with dr's sticker applied that pt received from his office. Dr explained the procedure. The only thing pt recalls dr saying to them is that pt would be a good candidate for this non surgical procedure and that when people have this done that the results are not always immediately noticeable. Dr recalled for pt that one of his pt's, drivers had noticed this pt looked more rested before the pt noticed. The day of the appointment the procedure was done in the office in a massaging capsule you lie in. The procedure was slightly uncomfortable at times, the person assisting dr said pt was getting the highest setting used in that office so far. As stated pt noticed nothing after the treatment. By the first follow up appointment, pt also noticed nothing. At the two month follow up, there were no noticeable changes. Dr asked them if pt had had anesthesia for procedure and mentioned something about using anesthesia with higher settings. Pt was told sometimes it takes time to show results. At some point pt called the office about this procedure and one of drs was no longer with the co and had misrepresented the effective setting to use. That this thermage representative trained them at lower settings that turned out to be not as effective as higher settings. The employees of dr that had this procedure did not see any results either. They blamed the theramage training rep for not training them properly even though it states on the thermage website that dr has advanced training for this procedure. Pt went to the final 6 month follow up appointment. Not seeing any results at all from this procedure. Dr said he would re do the procedure at no cost to them. Pt restated what he said, at no cost to them. At that point dr seemed to get irate and started speaking in a very confusing manner. Pt did not know what dr was talking about but pt stated that pt was uncomfortable with the entire conversation and walked out of the office. Pt sent a letter requesting a refund by certified mail april 2004. Pt received no response.